Event description:
It was reported that during an unknown procedure, "fails blue charge, to shoot two staple lines do not rise." It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what was meant by ¿to shoot two staple lines do not rise¿? Did the devices deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the devices cut? If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? Was buttressing material utilized? If so, which product?